Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device was received and inspected. The complaint can be confirmed. When the trigger of the device was pulled, the jaw would not open or close. It was observed that the actuator was bent. When the actuator is bent, the jaw may not open or close when the handle is pulled therefore is a potential root cause for the reported failure. Excessive force may have been put on the actuator during use, which may have caused it to bend. However, we cannot discern a definitive root cause for the deformation observed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the jaw on the customer's arthro penetrating grasper straight would not close during a shoulder repair arthroscope surgical procedure. There were no patient consequences or delays. The case was completed with another like device. Tthere was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.